Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was abandoned due to a suspected lead fracture. Delivery of an inappropriate shock caused by oversensing of noise, and high out-of-range pacing impedance measurements were noted. No additional adverse patient effects were reported.